Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system does not start up, it was stuck on a blue screen. Upon troubleshooting fse found host pc does not start automatically after pressing the power button on the operator console, resulting in black screens. Fse forcefully restarted the system, which occasionally resulted in a blue screen appearing on the monitor. Fse attempted to reload the software and discovered that. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc and the hard disk by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot. It got stuck on a blue screen. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the host pc and returned the system to use in good working order.